Event description:
It was reported that during the implant procedure the physician encountered placement difficulty as the lead tip screw could not be screwed out. The lead was attempted/ not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.